Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m53x7x the analysis results found that the ntlc75 instrument was received with no cartridge reload loaded in the instrument. The staple selector was noted to be damaged. No functional test was performed. The device was disassembled to verify the condition of the internal components and the staple height selector detached from adjusting plate and support plate loose. While no conclusion could be reached as to how the staple height selector became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparotomy, the stapler was loaded and jammed on firing. Suturing was done to the bowel to complete the procedure. There were no adverse consequences for the patient reported.